Event description:
It was reported that during an implant attempt, the helix of the lead would not retract and it got hooked in the tricuspid valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).